Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, there was no rpm display. One day prior to the procedure, a technician was setting up the device. During rotation on the burr, the rotablator console did not display rpms. The procedure was completed with another of the same device and the patient status was recorded as stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).